Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the device history record did not provide any indication that a manufacturing nonconformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient presented with a failed valve due to stenosis". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 3 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient presented with a failed valve due to stenosis.